Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead is to be returned due to an unspecified product defect. No additional information has been received at this time.